Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device upgrade procedure, insulation abrasion was noted on the right atrial lead. The lead was explanted and replaced successfully. The patient¿s condition was good post procedure.